Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the device alarmed a no delivery alarm. Customer's blood glucose was 44 mg/dl. Customer had taken the device off the night prior to the call. Customer had replaced the battery cap. Customer was not present at time of the call. Customer will not be returning the device for analysis.